Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket erosion. Reportedly, the patient mentioned that this was a past issue that the device was pulled out of socket. The technical service advised the patient to contact the physician. The physician implanted a new system. No additional adverse patient effects were reported. This device was explanted.